Manufacturer narrative:
The reported event of could not tighten the setscrew was confirmed. Analysis revealed that the setscrew had been pulled out of the device through the septum. This condition occurs when the setscrew becomes adhered to the wrench tip due to incorrect insertion of the wrench into the setscrew inset by the user/physician. When this occurs, the setscrew cannot be reinserted into the device or reused due to resulting device damage. The issue was determined to be related to incorrect use of the torque wrench during setscrew tightening by the user/physician.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker's set screw was stripped and could not be used for the implantation. The pacemaker was not used and replaced. The patient was in stable condition.